Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit power up properly after battery installation. Unit passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test and active current measurement. Power connector plug in and locked in place properly. No blank display noted during testing. All audio tones were heard and vibration noted during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No pump error 63 noted during self test or in pump history files. Unit received pump error 75 during self test and failed sleep current measurement due to corroded electronic assemblies. No pump error 49, 23 or 68 anomalies noted during testing. The following were noted during visual inspection: cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received pump error. Customer was able to clear error and rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.